Event description:
A sensor related error was reported with the adc device and the customer was unable to obtain readings. As a result, the customer was reported to have experienced sleepiness, sweating, shaking and confusion. The customer was unable to self-treat, requiring treatment with glucogel and banana provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor related error was reported with the adc device and the customer was unable to obtain readings. As a result, the customer was reported to have experienced sleepiness, sweating, shaking and confusion. The customer was unable to self-treat, requiring treatment with glucogel and banana provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.